Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On november 17, 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 7am on (B)(6). The patient reported obtaining a blood glucose reading of 170mg/dl on the subject meter. The patient reported that they took some insulin based on this meter reading. The patient stated that five minutes later they developed symptoms of "seeing bright spots, can't think straight and lightheaded". The patient reported self-treating these symptoms with food and/or drink. The patient reported testing their blood glucose on another unknown device and obtained a reading of 45mg/dl. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient became hypoglycemic and required self-treatment after the alleged issue began.

Manufacturer narrative:
Follow-up #2: the lay user/patients test strips have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). The lay user/patients meter has also been returned to and evaluated by product analysis and it passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. A secondary issue was also noted when the test strips were found to have exceeded their shelf life. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. A DHR (device history record) was also completed for the subject meter lot and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.